Manufacturer narrative:
Concomitant medical products: 8709sc, catheter, implanted: (B)(6) 2012; 8637-40, neuro pump, implanted: (B)(6) 2012; dtba1d1, crt-d, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations. Undersensing and possible intermittent ffrw oversensing was noted on the right atrial (ra) lead on stored electrograms (egm). The lead remains in use. No further patient complications have been reported as a result of this event.